Event description:
It was reported that on april 15, 2024, the female patient underwent orif for humerus surgical neck fracture. By means of hand reamer, a surgeon manually worked on procedure on his own to do reaming to 8mm. After that, a nail was inserted into the bone. Locking screws for proximal and distal were respectively fixed, and endcap insertion was over. Upon final checking, an oblique fracture ranging from near surgical neck to midline of diaphysis was discovered. The surgery was completed without any surgical delay. The surgeon regarded timing for her oblique fracture occurred was intra-op. This report is for unk - screws: trauma. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown unk - nails: tfna. Rfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.